Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 77 year old male presented with chest pain and was treated with percutaneous coronary intervention. An intra-aortic balloon pump was placed for support. As the patient required more support, an escalation to an impella cp was carried out. After two days of support, the patient developed an unspecific fever. After an off-label prolonged support of 9 days, the patient was successfully weaned. Following removal of the pump, a 12f sheath was inserted to assist with closer. The attempt to post-close with a perclose system failed as a clot was noted both inside the perclose sideport and the 12 fr sheath. Anticoagulation metrics are unknown. An angiogram showed no distal flows. A thrombectomy was attempted and failed so that the patient was transferred to the or for surgical cutdown with manual thrombectomiy and fasciotomy of the limb. The added procedure was related to the thrombosed perclose sheath embolizing, which only occurred after impella removal and will thus not be coded to the impella cp.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary fever/ischemia/ppae: the cause of the injury was not determined due to insufficient clinical details.